Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not cycling properly and the pump was not operating as expected. The patient was examined and the ipp was removed and replaced with a new one. There was no further complications and the patient is expected to fully recover.